Event description:
Rptr has been diabetic since 1979 and she also has thyroid problems. Rptr passed out and was rushed by ambulance to the hosp. She went into convulsions. This monitor was only ten months old. The company sent her a new machine, but when she told them about the difference in the monitor readings, the only response given to her was they were sorry and it was all her diabetes. Readings from new monitor and old monitor respectively: 6/2/94 - 90, 99, 6/3/94 - 75, 81, 6/4/94 - 349, 397, 6/7/94 - 239, 316, 6/8/94 - 115, 211 and 6/9/94 - 81, 109. Rptr questions if MFR can install some type of a function showing when the machine is malfunctioning. Since this incident her memory and balance have gotten worst.